Event description:
It was reported that this right ventricular (rv) lead was exhibiting loss of capture (loc) during a consult transmission. The rv pacing threshold had increased and a new adjustment to the rv output was made. It was noted continuing monitoring of the patient was planned. This rv remains in service. No adverse patient effects were reported.